Event description:
It was reported that during an implant of a right ventricular lead, multiple 6947 leads were attempted, each had a separation of the proximal end of a conductor which also appeared to be stretched. The 6935 lead was attempted as well and failed due to the helix not retracting during positioning. The helix also appeared to be bent. All attempted leads were explanted and a lead was successfully placed in the right ventricle. No patient complications have been reported as a result of this event.

Event description:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant. (B)(4) the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant. (B)(4) the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.